Manufacturer narrative:
(B)(4). D4, h4: complete device identification information was requested but not provided by the healthcare facility. D2, g4: 900pt562 is not sold in the USA, but it is similar to a product which is sold in the USA (900pt563). The 510(k) for the similar product is k211560. Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the heated breathing tube (hbt) is a component designed for use with the airvo humidification series, for the delivery of humidified respiratory gases to patients, including those who are receiving nasal high flow (nhf) therapy. Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The hbt as part of the airvo system contains a heater wire encapsulated in plastic which ensures optimal temperature and humidification levels are delivered to the patient interface while minimizing the amount of condensate in the tube.

Event description:
A healthcare facility in the united kingdom reported that the heated breathing tube (hbt) as part of the 900pt562 airvo tube and chamber kit with nebulizer adapter was found melted during use. The healthcare facility further stated that the subject hbt was found under the pillow. The healthcare facility reported that the patient had a superficial 1cm x 1cm first degree burn to the left shoulder, appearing to be from the tubing. The burn was cooled for 20 minutes; patient was given analgesia, burn dressed appropriately and patient reviewed by the heathcare facility staff. The healthcare facility stated that the patient is recovering following the reported event. There were no further patient consequences reported.